Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer did not received request for the insulin pump rewind. Customer reported battery failed alarm. Customer stated that the contacts on the battery cap were not missing or damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring=black on (B)(6) 2022 customer called in with the following concern: pump error 53 also getting battery failed alarm. P-cap locked in place properly during testing. Device was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the device. Device passed displacement test, self test, sleep and active current measurement test. No failed batt test alarm noted after battery installation. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 53 alarms were recorded on (B)(6) 2021, (B)(6) 2022, (B)(6) 2022 and on (B)(6) 2022. During download review, pump error 53 alarm confirm in (adapt). File ID=9288 line ID=8192. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. All connectors were plugged in properly and no moisture damage noted during visual inspection. Problem isolated to electronic assemblies. Device received with cracked case corner of belt clip rails. In conclusion, no failed battery test alarm noted after battery installation. However, pump error 53 alarm was confirm in download history files. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.